Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded.. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tp1a.220624.014.g981usqschyc1 hardware: sm-g981u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 328 mg/dl while wearing the pod between 1 and 4 hours. It was reported by the patient the cannula retracted, indicating a needle mechanism failure.